Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified nor duplicated. However, proactively the circuit boards were reseated. The system was found to be operating as intended.

Event description:
The ge field service engineer reported the systems' mortarboard intermittently lost communication with the mainframe. This likely resulted in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of a pt and/or customer serious injury or death associated with this complaint.